Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Field clinical specialist was onsite providing surgical support when the reported event occurred. The biopsy needle was returned to manufacturer for analysis. No further issues were reported. Analysis of the returned needle could not confirm any failure as it tracked as expected when placed into the reducing tube with the plan locked. No problem found.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the biopsy needle was not seen by the navigation system. They confirmed that the trajectory was locked with nobody was touching the instrument. They also confirmed that the biopsy needle was selected for the procedure. Repeated locking procedure with no resolution. The surgeon proceeded without navigation and was able to retrieve 2 viable specimens for pathology. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system used alongside the suspect biopsy needle. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.